Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI compatible one and a new lead was added for right side pain relief. The patient was doing well post-operatively and the explanted ipg will not be returned.